Event description:
It was reported that the patient experienced hypotension and generalized weakness. Non-capture was also observed on current electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.